Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) or non-malignant pain and failed back surgery syn drome. It was reported the patient had a burning and sharp pain near the buttocks and hip. The patient reported she recently had a back-surgery (B)(6) through the stomach and again (B)(6) 2018. The patient did lower the sensation and that did not help. The patient states this surrounds the battery area. This is a constant sensation. The patient states if she doesn¿t move around, it is a little less. The patient was redirected to their healthcare provider (hcp). No further complications were reported/anticipated.